Event description:
It was reported that impedances read <250 ohms on the right side battery. Recent electrode measurements were co=857, c1=864, c2=896, c3=1782, 01=59, 02=79, 12=76, all other combinations are >2,000 (03, 13, 23). Previous electrode measurements (1 yr and 6 months ago) c0=1681, c1=1683, c2=1450, c3=1400, all bipolar combinations >2,000. Therapy impedance measurement at the time of the report was 711 ohms, 38ua. Previous therapy impedance measurements were 1295 ohms, 21ua (last yr). All subsequent therapy impedance measurements were in this range with the exception the measurement at the time of the report. The pt had been implanted one yr. The device was programmed c+ 1-, 3 v, 60pw and 130hz. It was also noted that the pt had a loss of efficacy which was unrelated to the stimulation therapy. This loss of therapy was typical with the pt. The pt had a pattern where he does well for a few months then needs reprogramming. The pt had more dyskinesia on the right side (ipsilateral of possible issue with impedances). The pt did note they were hit by a soccer ball on the head approx one week before the report. It was unk which side of the pt's head was hit. Palpating did not cause stimulation changes. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. Reference MFR report #3004209178201006223.

Manufacturer narrative:
(B)(4)